Manufacturer narrative:
Concomitant medical products: enlw1613c124ej, (B)(4); enlw1610c124ej, (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. It was reported that, one week post index procedure there was occlusion in the right endurant stent graft limb. The physician elected to perform a thrombectomy and to implant a bare metal stent. Blood flow was restored and the event was resolved. Per the physician, the cause of the occlusion was due to the patient anatomy of a severely angulated external iliac artery that caused kinking of the device. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.